Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then prepared the wds. The wds was inserted into the was and immediately there was an air embolism noted in the patient. The physician removed the wds, performed a back bleed and began aspiration to remove the air from the patient. The patient experienced st segment elevation as a result. The patient was monitored before they returned to a normal rhythm. The physician continued the procedure and successfully implanted a closure device in the laa of the patient. The patient did not experience any other complications as a result of this event, and they have made a full recovery.